Manufacturer narrative:
Age or date of birth, weight and ethnicity: information unknown/ not provided. (B)(6). Device evaluation: the whitestar signature pro was made available for evaluation as an field service engineer ( fse ) went on site . The system was found within specification, same as the tip and the handpiece. When on site the fse performed and completed successfully a preventive maintenance. A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for whitestar signature pro system showed that there were no issues or non-conformities. The system and its components met all specifications prior to being released. Manufacturing has been ruled out as a potential cause for the reported issue. Based on the investigation results, no corrective action has been issued. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that during surgery, in the sculpture phase, continuous irrigation did not work. Therefore, the surgeon used only ultrasounds which resulted in a corneal burn of patient's left eye. Sutures were required and patient was given topical steroid and antibiotic medication.